Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) in 2007. The patient started out with dry eye but was using eye drops which worked very well. Within a year, the vision in the left eye was decreasing and blurring. Md performed an ak surgery in 2008. Patient was very happy and vision was 20/20. Lately (within the last month), the patient experienced a big halo in left eye, especially at night and when watching tv in low light. Inside the halo is quite dense or foggy/blurry. No halo in right eye though. Later, right eye was becoming blurry and after md visit, determined that a cataract had developed. Left eye is going the same route. The lenses remain implanted. The reporter at the facility stated the patient had early cortical haziness in both eyes prior to having the icl implanted and this is most likely what is causing the patient's problems. The reporter stated this event is not icl related. At the patient's last op visit, the best-corrected visual acuity was 20/25 in both eyes.

Manufacturer narrative:
Evaluation: a lens work order search was performed and no similar complaint was found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined.